Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the ruby coil lp was advanced through its introducer sheath and a demonstration microcatheter with initial resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using ruby coils lp and a non-penumbra microcatheter. During the procedure, the physician placed one ruby coil lp into the target vessel using the microcatheter. While attempting to insert the next ruby coil lp into the microcatheter, the ruby coil lp would not advance at all within its introducer sheath; therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to this patient.